Manufacturer narrative:
A ge service rep performed an on site investigation. The joystick was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the joystick was not working. No pt injury was reported.